Manufacturer narrative:
(B)(4). Examination of the returned instrument could not confirm the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the straight summit stem inserters tips are bent and the hospital has asked they be replaced. These inserters were not used on a patient and they are being returned. No surgical delay.